Manufacturer narrative:
(B)(4). The device is not available for evaluation as it has been discarded. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice unit. This event occurred during patient use during initial drain. The nurse stated when she arrived that solution was spilled over the machine and the counter top where the supply bags were sitting. The nurse stated that the home patient was already disconnected. The technical service representative (tsr) had the nurse remove the cassette from machine. The tsr instructed nurse to discard supplies and start over with new supplies. The nurse will start new therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, no root cause was determined. A batch review was not performed, as the lot information was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.